Manufacturer narrative:
The device had been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump screen went black and an unspecified malfunction alarm occurred after charging. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 90 mg/dl.